Manufacturer narrative:
Event summary: patient data files do not show system notices or issues for the date of event. Data files show at least six injections were performed with 2af284 / 15291-01. No product has been returned for investigation. This is a clinical issue encountered during the procedure. No product malfunction reported. In conclusion, there was no indication of product malfunction and no product to be returned. The clinical issue (phrenic nerve injury) was encountered during the procedure.

Event description:
It was reported that during a cryoablation procedure, the patient experienced phrenic nerve palsy (pnp). It was noted that the phrenic nerve injury was not completed recovered prior to discharge. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Event description:
The case was completed with radiofrequency (rf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.